Manufacturer narrative:
Batch records, final product manufactured and qc reocrds were reviewed for lot cov2020144. No abnormal issue was found in manufacturing process, technical testing and quality control inspection,and the manufacturing process complied with dmr. Retention samples were checked and no reltated issue was found. Complaint is not verified.

Event description:
False positive result (s). User stated that, "on saturday (9/17) I received two (2) false positive results using the flowflex covid-19 antigen home test. Upon receiving the initial positive results I schedule a pcr test the same day at my local pharmacy. The pcr results came back on sunday (9/18) and the reported results were negative. I purchased a different brand of antigen home tests to isolate the questionable results. The different brand test resulted in a negative result on sunday (9/18). Out of curiosity I tried another flowflex test on monday (9/19) and resulted in another positive test result. All three positive results came from the same manufacturing lot number (cov2020144)."